Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: g1 (contact person ¿ mfg site).

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. Upon arrival, the fse tested the unit and could not duplicate the reported issue. The fse then performed a full calibration and tested the unit. The equipment was working to factory specifications. The iabp was returned to the customer and cleared for clinical use. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that during use on a patient, the fiber optic readings in the cs300 intra-aortic balloon pump (iabp) will not be displayed. There was no harm or injury to the patient and no adverse event was reported.